Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak of fluorouracil was observed from the luer lock connection of a ce infusor sv (small volume) after the introduction of the set. This was observed during the preparation phase. There was no patient involvement. No additional information is available.